Manufacturer narrative:
One used company cartridge was returned taped to the opened pouch, lot 16148900 (1-22-26). A second company cartridge (cav. 2) was returned in a lens pouch, lot unknown. The two returned cartridges were numbered 1-2 for evaluation purposes. The returned company cartridges were microscopically examined. Inadequate viscoelastic was observed in the cartridges. The nozzles were cracked on the top, which split as it entered the thinner tips. The cartridges had evidence of placement into a handpiece. Company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the observed damage may be related to a failure to follow the instructions for use (IFU). The company cartridge nozzles were cracked on the top, which split as it entered the thinner tips. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. In addition, there did not appear to be adequate viscoelastic in the cartridge. Top coat dye stain testing was conducted with acceptable result. It is unknown if qualified associated products were used. The IFU instructs: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses (iols). Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Split tips may occur due to: room temperature too cold/cold ovd, plunger advancement speed too fast, inadequate ovd placed in the cartridge the IFU instructs to use the company cartridge at operating room temperatures between 18 degrees centigrade (64 degrees fahrenheit) to 23 degrees centigrade (73 degrees fahrenheit). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An account manager on behalf of a facility reported cracked cartridge. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.